Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad. The patient died approximately 26 months post index procedure. Cause of death is unknown. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results and conclusions: (death). (B)(4).